Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred prior to a procedure. The powered stapling handle was removed from the charging base indicating that it was fully charged. The handle had also been upgraded with the latest software download (version 2.5). The handle was loaded into a sterile clam shell and connected a sterile adapter. All of the swim lanes were green, indicating good proper function. During pre-operative patient positioning, the assembled handle lay dormant on the back table for about twenty minutes. When the handle was picked up again it was completely dead. There were no lights or data within the led window. None of the control buttons would function. Proceeded with the case by assembling an entirely different unit. The other handle also felt warm to the touch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of 1 device. The event report alleges the product analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after calibration of adapter. Battery voltage as recorded in the log just prior to the log ending indicated battery charge level of greater than 80%. At the next initialization the system clock reset and battery charge level was reduced to approximately 1% indicating the power had been interrupted due to a fully depleted battery. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a design error was identified during product analysis. The root cause has been identified as an esd lockup. When the microprocessor experiences an esd event it can cause the handle to lockup. The product analysis established a relationship between a device failure and the reported incident of premature end of life. The root cause of the observed condi tion was determined to be a design error and a corrective action has been initiated to make the handle more resistant to esd events. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one signia handle device. The event report alleges the product analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after calibration of adapter. Battery voltage as recorded in the log just prior to the log ending indicated battery charge level of greater than 80%. At the next initialization the system clock reset, and battery charge level was reduced to approximately 1% indicating the power had been interrupted due to a fully depleted battery. When the microprocessor experiences an esd event it can cause the handle to lockup. The root cause of the observed condition was determined to be a result of an exposure to an unanticipated electrostatic discharge (esd) event prior to procedural use. Device enhancements are being evaluated to minimize the potential device susceptibility to esd. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred prior to a procedure. The powered stapling handle was removed from the charging base indicating that it was fully charged. The handle had also been upgraded with the latest software download (v2.5). The handle was loaded into a sterile clam shell and connected a sterile adapter. All of the swim lanes were green, indicating good proper function. During pre-op patient positioning, the assembled handle lay dormant on the back table for about twenty minutes. When the handle was picked up again it was completely dead. There were no lights or data within the led window. None of the control buttons would function. Proceeded with the case by assembling an entirely different unit. The other handle also felt warm to the touch.